Event description:
An optometrist reported that a pt presented in 2008 complaining of eye irritation in her left eye. Upon examination, the optometrist observed mild chemical swelling of the conjunctive and mild superficial punctuate keratitis. He started the pt explained that her left eye was irritated that morning, so she used one drop of a tears product for the irritation. She then went to work and since her eye continued to bother her, she irrigated it with a one-year old expired open bottle of this product. That afternoon, the optometrist examined the pt again and her condition had worsened. He reports her visual acuity was 20/400 and he observed corneal erosion with no signs of infection. The optometrist observed epithelial involvement, conjunctival hyperemia and edema and he diagnosed "corneal and conjunctival burns". The optometrist rinsed the pt's left eye with saline solution and treated her with an ophthalmic antibiotic, an ocular lubricant, and applied a bandage contact lens to the eye to protect the corneal epithelium. Pt used analgesics for pain. The optometrist reports he examined the pt on three add'l occasions. He states symptoms and visual acuity improved at each visit. Symptoms were completely resolved on four days later, with visual acuity 20/30. The optometrist commented that the pt suspected someone may have contaminated the bottle of product. He stated this is a strange case and he was uncertain if the symptoms were due to product, contamination of the bottle, or if another chemical was involved. Pt provided info on fifteen days later, reporting that she experienced ocular redness, swelling, tearing and pain after using this product and the concomitant product and stated that both products were expired. She indicates that symptoms lasted for a few days and resolved after treatment with eye wash, a temporary contact lens and an ophthalmic antibiotic.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this complaint has been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info was requested from the optometrist on 01/14/2008, 01/15/2008, and 01/18/2008. Optometrist provided info on 01/14/2008 and 01/23/2008. Info was requested from consumer on 01/15/2008 and 01/18/2008. Consumer provided info on 01/23/2008.